Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2007: patient underwent advanced osteoarthritis of left hip with hip dysplasia. On (B)(6) 2008: patient presented with the following pre-op diagnosis: large central herniated nucleus pulposus l5-s1 with partial cauda aquina syndrome. Operation: laminectomy, foraminotomy, inferior facetectomy l5-s1; transforaminal discectomy l5-s1; interbody cage insertion(cage with rh-bmp2/acs x2); posterior lateral inner body fusion with local bone graft l5-s1; posterior spinal fusion with peek rod instrument l5-s1. Per-op notes: the 6.5 x 45mm screws were inserted at l5 and 7.5 x40 mm screw was inserted at s1. A peek cage was inserted on the left and right side containing rh-bmp2/acs. The posterolateral interbody fusion was completed with local bone graft from left and right side. The peek rod was inserted over the top loading screws, the cap nuts were inserted and tightened with a torque wrench as compression was applied across the anterior column. Ca intraoperative o-arm images showed excellent position of all implants. No complications were reported. On (B)(6) 2009: patient presented with massive central herniation with cord compression c5-6. Operation: microscopically assisted anterior cervical discectomy c5-6; anterior interbody fusion c5-6; anterior interbody cage c5-6(peek cage); anterior instrumentation c5-6(venture plate). Per-op notes: a wedge shaped peek cage was filled with demineralized bone matrix. The cage and grafting material was inserted in the midline, traction placed locking the cage and graft in good position. The pins were removed and a 25mm venture plate was placed over the anterior bodies of c5 and c6. A c arm image was used to check the alignment which showed good position. On (B)(6) 2014: patient presented with neck, right shoulder to elbow, back and right leg pain, numbness/tingling right arm/hand. Impression: status post right l4-5 micro discectomy; status post c4-5 and c5-6 cervical fusion; cervical pain; lumbar pain; migraine.